Event description:
Patient was in hospital receiving stent in cath lab. The balloon when inflated against the stent did not deflate. All emergency procedures were followed to deflate the balloon. None were effective. The physician had to forcefully extract the device from patient placing the vascular system of the pt in grave jeopardy. Additionally, the device was inflated for 15 minutes prior to removal, which places the pt at a severe risk for a myocardial infarct. The device is sequestered and awaits inspection by the vendor and the FDA. The pt was followed by the physician for labs and adverse effects, none were noted prior to discharge. Dates of use: in 2007. Diagnosis or reason for use: acs. Event abated after use stopped or dose reduced? Yes.